Manufacturer narrative:
Method: actual device from complaint was evaluated. Conclusion: during the non-factory recertification (nfr) process at authorized 3rd party facilities, the nfr software changes the configuration of the pump to 6000cms so the operator can test the device. If the nfr process is interrupted in any way (power loss, pump is disconnected from the pc running the nfr, etc.), the recertification process is stopped and the device configuration remains as the 6000cms model type. There are instructions in the service manual to continue with the nfr process if it is stopped for any reason. The configuration is recoverable at any time unless a different pump is connected to the nfr, at which point the pump that was disconnected remains at 6000cms configuration. The operator in this case did not follow these instructions (pg. 23 of technical service manual 350-9023). The device exterior is painsmart iod, but the device internal software shows 6000cms when turned on. The device was not being used by a patient, it was receiving the annual recertification.

Event description:
Complaint description: "pump lost its configuration while performing non-factory recertification by (B)(4). It reverted back to a 6000. Should be painsmart iod." Problem found during the recertification process. Device was not on a patient.